Event description:
On (B)(6) 2024, patient underwent a surgery with perceval plus size s. As reported, patient's annulus size was 20mm. The white sizer did not go through, but the translucent sizer did go through, and a perceval plus valve size s was chosen to be implanted. After de-clamped, trivia-severe regurgitation was noted. As such, the valve was explanted and replaced with inspiris valve 19mm. No further information was provided at this time.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. Furthermore, from the document review performed, no manufacturing deficiencies were noted. From the information provided, since the inspiris valve size 19mm was ultimately implanted in the patient, comparing the size of the valves, it is reasonable to conclude that cause of the reported event was related to oversizing (mis-sizing). Should further information be received in the future, a follow up report will be provided.